Event description:
The accounts maintenance stated the head section is at 25 degrees and it fails to lower or rise and the knee function is not working.

Manufacturer narrative:
The accounts maintenance found that the control box had no output so he replaced it to repair the bed.